Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms and no capture on the atrial channel. The lead broke during extraction efforts. Femoral access was used to snare what was left of the atrial lead. No adverse patient effects were reported. Return of some of the lead is expected. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.